Event description:
The pt reported numbness down his body, dystonia and other movement related symptoms prior to a diagnosis of stroke. The pt had gone to several emergency rooms; however the ers did not know how to check the pt's deep brain stimulation system. It was three weeks before his device system was checked. Initially the pt programmer indicated the system was on. However, the pt insisted on being checked again, and then it was determined the unit was off. The pt also reported that when his neurostimulator was turned back on, his blood sugar level increased dramatically. No report of device explantation. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is rec'd. Refer to medwatch report #3004209178-2007-00822.